Manufacturer narrative:
MDR 3003442380-2024-02997 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set cannula was bent event. The blood glucose level was 320 to 340 mg/dl. The event occured within three or more hours after insertion. The site of insertion was at abdomen. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.